Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected field: h6 (medical device ¿ problem code ). A getinge field service engineer (fse) solved the issue through the phone. The reported issue was unable to be reproduced. The unit ran on a test balloon in the biomed department overnight with no issues. The unit was then returned to the customer and cleared for clinical use. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed gas loss. There was no patient harm reported.